Event description:
The manufacturer received information regarding a ventilator repair that involved the replacement of critical components. The device was returned for service following a customer complaint that identified failure requiring replacement of the 3-way solenoid valve, aecm proportional valve, and system pcba. During the repair process, these components were recommended to be replaced as part of the corrective action.